Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. It is unknown what caused the hemorrhage that lead to the patient death. Hemorrhage and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Linked events: 2029214-2017-00537 2029214-2017-00538 2029214-2017-00539 2029214-2017-00540 2029214-2017-00541.

Event description:
Citation: onyx or combined with other embolic materials in the treatment of intracranial arteriovenous malformations chen guang-zhong' , shu hang, liu mao-cai, zeng shao-jian, zhan sheng-quan, zhou dong, un xiao-jeng, tang kai, zhou de-xiang, li zha o-jie, u tie-zin. Medtronic receive the following reports: 183 patients were treated. Approx 1 had postoperative bleeding resulting in patient death.